Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) showed slightly elevated shock lead impedance (sli). At changeout the field representative noted noise on the shock electrogram (egm). Myopotential noise was discussed as a possible origin for the noise that was not sensed on the rv egm. The ICD was explanted and replaced for a new one and the new system with the already in service rv lead and the new ICD showed within range sli. No additional adverse patient effects were reported.